Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that during system bootup, the flexvision pc did not start properly. Upon troubleshooting actions, the fse identified that the flexvision pc needs to turn on manually. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc and hard drive by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order.